Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after the cup and liner were already implanted the surgeon noticed the cup's locking ring was deformed. Both the cup and liner were removed and new ones implanted.